Manufacturer narrative:
(B)(4). The device was not returned for analysis.

Event description:
Per the patient's clinic, the device was explanted during a surgery to remove a cholesteatoma. The patient was reimplanted with another device during the same surgery. The device was never returned to the manufacturer for analysis.

Event description:
This is a spontaneous report by a nurse and nephrologist from (B)(6) of recurrent aseptic peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, 3 weeks prior to this report, the patient performed therapy with dianeal unknown and nutrineal pd4 unknown bag and experienced peritonitis, requiring hospitalization. The patient was treated with vancomycin (dose and frequency not reported) via peritoneal lavage. One week later, the patient was discharged to home, and resumed therapy with dianeal and nutrineal therapies, batches not changed. The next morning, the patient experienced aseptic peritonitis and was hospitalized. The patient was treated with an unspecified antibiotic via peritoneal lavage. One week later, the patient was discharged to home, and resumed therapy with dianeal and nutrineal therapies, batches not changed. Forty-eight hours later, the patient again experienced aseptic peritonitis and was hospitalized. The patient was treated with bactrim (sulfamethoxazole and trimethoprime) via peritoneal lavage (dose and frequency not reported). At the time of reporting, the patient had not yet recovered from the recurrent aseptic peritonitis. It was reported that dianeal unknown and nutrineal pd4 unknown bag therapies were temporarily withdrawn. The nephrologist believed that the event of recurrent aseptic peritonitis was not related to dianeal unknown and nutrineal pd4 unknown bag, but to an unknown germ (microbial hand contamination or other origin) which was not yet identified on culture (no growth).

Manufacturer narrative:
Device is not available for analysis.this report is filed (B)(4), 2011.